Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier exhibited a strobing issue. The biometric identifier update was reinstalled. The field service engineer (fse) identified that the flickering was caused by external factors, specifically interference from overhead fluorescent lighting affecting the older model biometric identifier. As relocating the device was not feasible to eliminate the light interference, the biometric identifier was replaced with a newer lumidigm model. The fse validated functionality using the hardware test application and the main application, confirming that all components operated correctly without further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier exhibited a strobing issue. The biometric identifier update was reinstalled. The customer stated that this malfunction occurred while user tried to login to the device. There were no adverse events or injuries reported based on this event.